Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified drug infusion for the event. At the time of this report, the patient remained hospitalized and the patient was not recovered from the event. Pd therapy was continued during the treatment. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.